Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the stylus was intermittently functioning, the stylus was replaced and calibrated. Product ID 2067l radiofrequency head; product ID (B)(4) analyzer.

Event description:
It was reported the stylus did not work. Because this was the second stylus, a screen problem was suspected. In addition, the floppy drive does not work. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).